Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: 3 other vascular closure devices failed at the end of the tavr case, which they were in-line. They decided to use a manta device instead. A 14fr depth locator was used to obtain the measurement. Deployed the 14fr manta per IFU and without having given protamine due to stent placement. There was bleeding so the tech held pressure for about 10 minutes at which point the femoral site looked good and there was hemostasis. There was a medium sized hematoma medial to the access site but it was stable and thought to be a result of a long procedure with some bleeding around the sheath. Physician contacted me 30 minutes after patient left the room to say the hematoma was expanding and they were sending to CT. The next day the physician said they had vascular surgery to repair a retroperitoneal bleed. The physician said he hadn't had a chance to talk to the surgeon , so he wasn't sure what the cause of the rp bleed was. Patient stable. Additional information on the (B)(6) 2022: micro puncture and ultrasound were utilized to gain access in the right common femoral artery. Vessel size was 5.5mm. The measured dept for the device was 4.5+1cm and there were no issues advancing or withdrawing the procedural sheaths. The patient received 4 units of blood and the surgeon did not find the manta device during the rp bleed repair. Patient reported as stable.

Event description:
It was reported that: 3 other vascular closure devices failed at the end of the tavr case, which they were in-line. They decided to use a manta device instead. A 14fr depth locator was used to obtain the measurement. Deployed the 14fr manta per IFU and without having given protamine due to stent placement. There was bleeding so the tech held pressure for about 10 minutes at which point the femoral site looked good and there was hemostasis. There was a medium sized hematoma medial to the access site but it was stable and thought to be a result of a long procedure with some bleeding around the sheath. Physician contacted me 30 minutes after patient left the room to say the hematoma was expanding and they were sending to CT. The next day the physician said they had vascular surgery to repair a retroperitoneal bleed. The physician said he hadn't had a chance to talk to the surgeon , so he wasn't sure what the cause of the rp bleed was. Patient stable. Additional information on the 01dec2022: micro puncture and ultrasound were utilized to gain access in the right common femoral artery. Vessel size was 5.5mm. The measured dept for the device was 4.5+1cm and there were no issues advancing or withdrawing the procedural sheaths. The patient received 4 units of blood and the surgeon did not find the manta device during the rp bleed repair. Patient reported as stable.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a stent was placed to repair a coronary lesion in the coronary artery. Three devices from another company were attempted for closure in the right femoral artery and failed. The physician chose to use a 14f manta as bailout. Micro puncture and ultrasound guidance were utilized to gain access. Due to the stent placement, no protamine was administered prior to closure. No issues were encountered advancing or withdrawing the procedural sheaths. The 14f manta depth locator was employed to obtain the depth measurement of 4.5cm + 1cm; and vessel size was noted as 5.5mm. Following deployment, bleeding was present, pressures were applied for ten minutes, hemostasis was achieved, and the access site looked good. Although medial to the access site, a medium size hematoma was visible, stable, with some bleeding around the sheath, and thought to be the result from the long procedure. The patient was transferred to the floor, however, thirty minutes later, the hematoma was expanding, and the patient was sent for a CT. The following day the physician mentioned a vascular surgeon was called in for a retroperitoneal bleed, and the patient received four units of packed blood cells. Per the physician, the surgeon did not find the manta device during the rp bleed repair; and did not have an opportunity to discuss the cause of the rp bleed with the surgeon. The patient outcome post-procedure remained stable. The cause of the rp bleed potentially could have been due to arterial trauma created during the initial procedure or possibly during attempting to close the access prior to manta use. However, the root cause of the retroperitoneal bleed cannot be determined due to insufficient amount of information regarding the initial, deployment and surgical intervention procedures, access position, manta position seen during surgical invention, patient conditions and environment, and no angiograms or device submitted for investigative purposes. Therefore, the suspected root cause of the retroperitoneal bleed remains undeterminable. The manta instructions for use lists the safety and effectiveness of the manta device has not been established in patient populations who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Potential adverse events related to the deployment of vascular closure devices include retroperitoneal bleeding, and its consequences, as a result of failed closure in the setting of an access above the inguinal ligament or the most inferior border of the epigastric artery (iea); and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse vents associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and late arterial bleeding. Additionally, the IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.